Event description:
The customer observed discrepant magnesium results generated on an architect c4000 for one patient. Sid (B)(6) initial result = 0.8 mg/dl, repeat results = 2.75 mg/dl and 1.89 mg/dl (customer reference range is 1.7-2.1 mg/dl). There was no impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the syringe, sample, complete (rohs) (2-89399-03) and decontaminating the instrument. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Review of the instrument¿s service history revealed no additional service tickets associated with discrepant/erratic patient results. Trending review for the instrument part did not identify any trends. Review of the product monitoring review for clinical chemistry systems identified no similar issues related to the architect system, instrument part, or discrepant results. Device history review did not identify any non-conformances or potential non-conformances for the instrument part. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency was identified for the architect c4000, sn (B)(6), or the syringe, sample, complete (rohs).

Event description:
The customer observed discrepant magnesium results generated on an architect c4000 for one patient. Sid (B)(6) initial result = 0.8 mg/dl, repeat results = 2.75 mg/dl and 1.89 mg/dl (customer reference range is 1.7-2.1 mg/dl). There was no impact to patient management.